Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, it was observed that the device's screen was black and the contents were unable to viewed due to an lcd failure. The device's lcd was replaced to address the issue. A repair test, alarm check, battery check, run in tests, and cleaning were performed. The device operated properly.